Event description:
Spontaneous report, from the united kingdom. Local reference # (B)(4). Quality complaint reference #(B)(4). Mhra ref. (B)(4). Initial serious case report was received on (B)(6) 2021 from the dentist by phone-call and follow-up 1 information received on (B)(6) 2021 from the dentist by email. Both versions were processed together. Quality investigation report was received on (B)(6) 2022 from sofic by email. Narrative: the report described needle dislodged from the hub and left at the site of infiltration during local anesthetic injection with needle (ultra safety plus twist, included blue handle) in a patient for implant procedure (stage 1 and stage 2) on unspecified teeth on (B)(6) 2021. The cannula remained in patient's mouth. Anestandent 4% was admnistered as a dental local anesthesic (batch s46501; exp. Date: sep-2022). The incident occured during a dental procedure after 2 injections during the procedure with 2 dental needles. And both times, the needle came away from the hub. One occasion, the needle became stuck in the patient's mouth. The user was not anxious before the dental treatment. It was reported that the patient was not harmed. No information was provided if the needle was bent prior to injection or if there was an extreme pressure applied or sudden movement of the patient during the procedure. Other information on the device: needle size was 30ga short (blue handle); batch #f51748aa and expiry date 31-jan-2026. Sample not available for investigations according to the reporter, this case was considered as serious. Manufacturer's preliminary comments: based on the first information available, the report described a cannula separation from the hub while using usp twist device. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Therefore, pending quality investigations, no root cause could be determined. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: this is the first complaint for an "insufficient glue resistance" leading to cannula detachment for this batch f51748aa. No quality defects on devices were observed for these complaints and dentist's practice could not be discarded as a root cause. Based on case report, and results from quality investigations, no device quality defect was identified. No final root cause could be determined but incorrect use is to consider (such as needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection) but no information were provided to conclude quality investigation report: the practitioner did not respond to the questions from the manufacturer and did not return any samples. No quality defect of the cannulas was observed during investigations. After investigation, no quality defects on devices were observed for this complaint. Based on similar reports received by the company, product misuse could be the root cause although the IFU provides detailled guidance on the proper use of the device. The residual risk remains acceptable, a review of the risk assessment is not required. No device quality defect was identified and no final root cause was determined. A misuse could neverthless be suspected. The IFU provides detailled guidance on proper use of the device. No corrective action is deemed necessary.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described a cannula separation from the hub while using usp twist device. A separation from the plastic hub could be due to a quality defect such as glue deficiency, or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Therefore, pending quality investigations, no root cause could be determined. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required. Manufacturer's final comments: this is the first complaint for an "insufficient glue resistance" leading to cannula detachment for this batch f51748aa. No quality defects on devices were observed for these complaints and dentist's practice could not be discarded as a root cause. Based on case report, and results from quality investigations, no device quality defect was identified. No final root cause could be determined but incorrect use is to consider (such as needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection) but no information were provided to conclude quality investigation report: the practitioner did not respond to the questions from the manufacturer and did not return any samples. No quality defect of the cannulas was observed during investigations. After investigation, no quality defects on devices were observed for this complaint. Based on similar reports received by the company, product misuse could be the root cause although the IFU provides detailled guidance on the proper use of the device. The residual risk remains acceptable, a review of the risk assessment is not required. No device quality defect was identified and no final root cause was determined. A misuse could neverthless be suspected. The IFU provides detailled guidance on proper use of the device. No corrective action is deemed necessary.